Event description:
The customer reported that the system displayed an mda error message. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the hard drive and cpu battery. The system operates as intended.